Manufacturer narrative:
Additional manufacturer narrative: root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware approximately four (4) weeks post aquablation procedure that the patient went into urinary clot retention (per manufacturer's instructions for use, bleeding is a potential perioperative risk of the aquablation procedure). The patient underwent clot evacuation with manual bladder washout. Information received through the treating surgeon confirmed that the patient will be recommended to abstain from strenuous physical activity for four (4) to six (6) weeks, as the surgeon believed the level of physical activity post-aquablation may have been a contributing factor to this event. No malfunction of the aquabeam robotic system was reported during this event.

Manufacturer narrative:
The aquabeam robotic system was not returned for investigation of this event and is currently in use at the user facility. The investigation consisted of a review of the information received through the treating physician, a review of the device history record, log files, labeling and similar events reported to procept. A review of the device history record (DHR) for serial number (B)(6) was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's log file was reviewed, which confirmed no malfunctions during the aquablation procedure. The review of the log file indicated that the system functioned as designed. Aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o bleeding a review for similar complaints under ab2000-b rev. G/serial number (B)(6) confirmed no other other similar events reported to procept. A review of similar complaints across all systems confirmed a total of 14 similar events. Information received through the treating surgeon confirmed that the patient will be recommended to abstain from strenuous physical activity for four (4) to six (6) weeks, as the surgeon believed the level of physical activity post-aquablation may have been a contributing factor to this event. No malfunction of the aquabeam robotic system was reported during this event. The aquabeam robotic system's IFU lists bleeding is a potential risk of the aquablation procedure. Based on the information received, plus a review of the log file, IFU, and DHR, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.